Event description:
It was reported that both cadd legacy pumps beeping and unable to prime when connecting prefilled remodulin cassette. Connected new cassette. Pump working. Cadd legacy pump serial numbers (B)(4), replacement pumps sent with box to return. Cassette lot # unavailable. No further details provided.

Manufacturer narrative:
Corrected data: d4 model number should be null, updated h6 event problem patient code.